Event description:
On (B)(6), 2010, physician performed a free fibula mandible reconstruction with venous anastomosis to the external jugular vein with a 2.0 mm flow coupler. Physician placed the 2.0 flow coupler to reconstruct the ej vein. The physician completed the anastomosis of the vessel with the device. The physician noted good doppler signal. The physician spent over 20 minutes adjusting the wire with reported moderate success. Approximately one hour later, the physician pulled the wire because he was unable to prevent the scabbard and the wire on the flow coupler from impinging the vessel and obstructing blood flow. The pt is reported to be in good condition.

Manufacturer narrative:
According to the device history record, the devices met specification at the time of manufacture. A 100% functional alignment testing was performed on each device and 100% visual inspection was performed on each assembly during the manufacturing process.